Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to the procedure itself, patient factors (moderate annular calcification, moderate native leaflet calcification, moderate stj calcification) likely contributed to this delivery system balloon rupture. The valve was deployed as intended and there was no reported harm to the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, a commander delivery system (ds) was prepared with 1cc less that nominal volume. During the deployment of a 29mm sapien 3 valve, the ds balloon ruptured at the end of the valve deployment. The valve was placed at a final 80:20 aortic/ventricular (a/v) position with no observed paravalvular leak. No post dilation of the valve was needed. There was no harm to the patient. The native annulus measured 24.8mm x 29.8mm by CT with a valve area of 567mm2. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. Moderate sjt calcification was also reported.